Event description:
The facility reported an infusion pump with a stop button on the pumphead module malfunctioning. The event was reported to have occurred during biomed testing. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available. The uim master software is colleague 2006 version 5.09.90.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or if any additional details become available.